Event description:
During an in-clinic follow-up, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. Additionally, the patient experienced dizziness as a result of the inhibition. The lead was capped and replaced to resolve the event. The patient is stable and will continue to be monitored.